Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches and cracks on the screen, , insulin squirts out during priming process, buttons were less responsive, louder rewind process, and had a no delivery alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, battery out limit alarms or prime/fill anomaly due to unresponsive button. Device had minor scratched lcd window, no cracked lcd window noted.